Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports all year has had flare up of inflammation, gum soreness, bleeding on probing consistent with plaque-induced gingivitis and grade 2 mobility on 31 and 41. Patient referred to periodontist for gingival health and treatment for gingival recession. A periapical radiograph taken (B)(6) 2024 showed blunting of 41 apex consistent with apical resorption. Recommending discontinuing clear aligner use to avoid further apical resorption on teeth. Current aligner noted at upper #0 and lower #3. Dental history includes orthodontic braces, retainers, aligners, grinding/clenching of teeth and active periodontal disease. Medical history includes jaw clicking/locking upon wide mouth opening.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.